Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on using ac and dc power sources, however, the display graphics are faded and difficult to read. The system board and lcd display were replaced and the unit functioned as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that after switching on the device the limiting values are misaligned. No known impact or consequence to patient.